Event description:
The customer obtained back to back readings on his meter of, 116 mg/dl and 51 mg/dl. No action taken and no treatment required. Controls were not run. Return requested and replacement was sent.